Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon began to use the large suturecut needle driver instrument to close the hernia flap when he realized that the needle was slipping when he tried to manipulate it. He proceeded to make joint movements of the instrument and realized that the instrument was not making joint movements towards all the sides. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue occurred when the surgeon's head inside the surgeon side console (ssc) high resolution stereo viewer. The issue occurred while the surgeon was attempting manipulate instruments from the ssc. The failure was related to a broken cable pulley. When the surgeon did movements with the master controllers, the tip of the instrument did not do the movements properly. When the surgeon tried to move the tip of the instrument to the right, the instrument do not respond. The surgeon worked properly almost all through the surgery. The issue occurred when the surgeon was starting to fix the mash. There was no shakiness or friction observed. There were no collisions with other instruments or arms. The surgery was completed with another instrument of the same type. The instrument was inspected prior to the procedure with no issues noted. There was no patient impact or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the video has been performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: looking at the video we can see the surgeon manipulating the large suturecut needle driver instrument. Without a video of the surgeon's hand controls, I cannot confirm if the manipulations do not match their hand movements or if the instrument is not responsive to their movements in a certain direction. There does not appear to be any visible damage to the instrument grips or cables, but we would ask that the instrument be returned for further failure analysis investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed, and the complaint was not reproduced by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the suture test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.